Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a follow-up remote because their right atrial lead exhibited internal noise. No intervention was done as the physician continued to monitor the lead. No patient consequences were reported.

Event description:
Additional information received indicated that the right atrial (ra) lead had insulation damage. The physician repaired the lead with medical adhesive and a suture sleeve. The patient was stable throughout the procedure.

Event description:
New information received notes that auto mode switch episodes due to noise oversensing issue were observed.